Manufacturer narrative:
A boston scientific crm technical services consultant discussed the lss with the caller. The caller stated that the noise was reproducible on the atrial lead. The consultant stated they should consider getting a chest x-ray to check for any gross lead problems. The caller will discuss this with the patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead had triggered the lead safety switch (lss) due to out of range impedance measurements. Impedance measurements have been between 400-1400 ohms. Additionally, noise was observed on the atrial egms.

Manufacturer narrative:
A revision procedure was performed and the lead was removed from service and replaced due to pacing impedance measurements greater than 2000 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--